Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient with syncope presented remotely via merlin@home transmission. Upon review, the right ventricular (rv) lead exhibited no capture and undersensing. During evaluation in the emergency room while still symptomatic, the patient's rv lead also exhibited intermittent oversensing. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.